Event description:
A nurse squeezed a heel warmer in order to activate it and the device burst. The contents of the heel warmer sprayed onto nurse's hand. No serious injury occurred. No medical treatment was needed.